Event description:
The nurse reports that the patient called out and stated that it felt like the their finger was burning. The nurse took the pulse oximeter probe from the patient's index finger, and noted that the skin was white and raised. Ice packs were placed on the finger, and within hours, the skin had returned to baseline except for a small reddened area 1 cm on the top of their finger.